Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experience high blood glucose. The customer¿s blood glucose level was 32 mmol/l. Customer declined to troubleshooting. Customer reported that the insulin pump had hardware low level failure alarm. Customer perform self test and it was failed. Customer reported that the insulin pump had insulin flow block. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at pin 1 on keypad assembly.